Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an ipg explant procedure due to an unknown reason. The patient was doing well postoperatively, and the explanted device was discarded by the facility. No device malfunction was suspected. No further information could be obtained despite good faith efforts.